Event description:
It was reported that the blade is breaking at the connection. The broken portion did not fall into the surgical site. There was no patient injury reported.

Manufacturer narrative:
The returned product was evaluated against the engineering print. All critical features were within specification, workorder documentation was reviewed and all specifications were met. Root cause of this issue has not been determined as yet. Investigation has shown that this issue may potentially relate to the handpiece or misuse of the product by customer.